Manufacturer narrative:
Followup with customer indicated the customer was not feeling well but blood glucose level had lowered slightly to 325 mg/dl. A second followup indicated customer was fine. The product has not been received for evaluation. Should new information become available a supplemental report will be submitted.

Event description:
Received information stating customer received multiple occlusion alarms. Customer's blood glucose level was 345 mg/dl with ketones. During system check with tandem technical support, it was determined that the infusion set tubing was related to the occlusion alarms.